Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the customer is replacing 4 assy, case, front w/keypad for their 8015 pumps. Initial complaint information indicates no patient involvement and no patient impact.